Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). The reported failure of 'unit display was missing segments' was not verified. Observed contamination/residue on ui bd. Cleaned residue off ui bd, re-assembled (without adjusting/re-inserting display flextail), and unit functions again normally with all segments/indicators visible. However, the reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section for remedial action reference. Complaint trends will continue to be monitored.

Event description:
The reporter stated the n65 pulse oximeter display was missing segments. There was no patient involved.